Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer numbers: 1627487-2020-31778, 1627487-2020-31780, 1627487-2020-31781. It was reported the patient experienced ineffective therapy due to invalid impedances on every contact following two falls onto concrete earlier in 2020. In turn, the patient underwent surgical intervention to address the issue. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.

Manufacturer narrative:
The reported issue high impedance was not confirmed. The lead was returned cut and incomplete. Only 48cm of the 60cm lead was received. There were considerable instrumentation marks to the outer tubing consistent with explant damage. No broken wires or drag marks were observed. Despite the damage observed, both segments passed continuity testing on all channels. As invalid impedances were observed following each fall, the high impedance was consistent with the lead being subjected to stress during the fall. However, as part of the lead was not returned, the issue could not be conclusively determined.